Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. On (B)(6) 2011, the device failed a weekly self test due to a low battery. On (B)(6) 2011, the device failed again for a low battery and the pad-pak was changed. The device performed successfully until (B)(6) 2012. The device failed a weekly self test on (B)(6) 2012 for a low battery. On (B)(6) 2012, a new pad-pak was inserted and the device performed several automatic self tests. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.